Manufacturer narrative:
Corrected info: the initial report stated in b5 that the p level was increased from p1 to p2. However, additional information provided states that the issue resolved by reducing p levels. D4 catalog number updated.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During support the device remained at p1 and was unable to flow higher without suction, the resolution for this issue is unknown. It was also reported that the patient experienced continous ventricular fibrillation, the suction alarm was disabled due to persistant suction at p2. The patient improved after suction was changed from p1 to p2. It was later reported that care was withdrawn and the patient died.

Manufacturer narrative:
Investigation summary: clinical symptom (hemodynamic instability): the cause of the injury was not determined due to insufficient clinical details. Pump suction: the pump was not returned for investigation. According to the clinical details, the patient was on ecpella support from the start of the case, and crrt was initiated the following day and continued until pump explant. On the first day of pump use, data log shows the pump was started at a higher p-level, but the patient was unable to tolerate it, with a gradual decreasing trend in pump flow and fluctuating placement signal. The p-level was reduced, resulting in some resolution of pump suction. Later, improvement was noted in pump flow while running at a lower p-level, and the patient was able to tolerate higher p-levels without suction at the end of the case run when ECMO was explanted. No abnormalities were reported regarding motor current spikes or optical signal issues. The cause of the pump suction issue was most likely related to patient condition. Device history lot: device batch: 1956262. Device history batch: subcomponent lot: na. Device history review: the pump (B)(6) passed all post sterile inspection checks.